Event description:
Review of the download data of a (B)(6) male pt revealed clock failure, memory failure, and check therapy electrode messages. Zoll customer support contacted the pt and issued him a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (clock failure, memory failure, check therapy electrode messages) has been confirmed. Upon visual insp, it was found that the case was cracked, the end cap was separated from the monitor case and the white cable running from the computer/analog pca board to the auxiliary board was unplugged from the auxiliary board. The root cause for the cracked case and end cap separation cannot be positively identified but was probably the result of a drop or excessive force. Once the cable was reattached, the monitor was fully functional. No adverse event resulted from the defective component. The pt received a replacement monitor.